Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that physical examination revealed the patient's incisions to be healing well but they noted pain at the pump site. There was an abrasion/blister type irritation below the incision that merged with the inferior edge of the pump incision. Examination revealed redness and tenderness at the pump pocket site. Additional information received from the healthcare provider via a clinical study indicated that the patient was receiving fentanyl (500 mcg at 75.08555 mcg/day) and bupivacaine (5mg at .75086 mg/day). Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 the patient denied pump site pain. Additional information received from the healthcare provider via a clinical study indicated that one small area at the top of the pump pocket site was still healing from eschar. Additional I nformation received from the healthcare provider via a clinical study indicated that the patient had a 1.5mm wound over the pump site with yellow drainage. A pump pocket revision was performed.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.